Manufacturer narrative:
(B)(4). Batch # u5am7n. Investigation summary: the analysis found that one pve35a device was returned with the firing trigger broken and with a cartridge loaded on the device. The cartridge was received partially fired 1/10. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. No further functional testing could be performed due to the conditions of the firing trigger. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. The damage on the firing trigger is consistent with an attempt to fire the device with the safety engaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted.

Event description:
It was reported that during an unknown procedure, while the device was on tissue, the stapler fired correctly but the surgeon tried to open it, the device would not open. The device was locked on tissue with the jaws closed, but was able to maneuver enough to remove it from the tissue. The jaws never opened, even though the trigger was squeezed while depressing the release. There was no patient consequence reported.